Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open race-pack. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Received an open sample with the needle detached from the thread but the thread is still wound on the pack. It is assumed that the detachment occurred when extracting the suture from the pack. However, without any closed sample a proper analysis (needle attachment strength cannot be performed). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: france. It was reported that the thread detached from the needle. Detachment found before use, was discovered when the blister was opened.